Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was further reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited under-sensing. It was also reported that the rv lead r wave measurements were trending downward. The ra lead and rv lead remain in use. No further patient complications have been reported as a result of this event.